Event description:
It was reported that the event occurred during product prep of the pump. It was observed that pressure measurement was not possible. The cable was exchanged but the issue was still not resolved. As a result, the pump was not used. The pump was switched out successfully. There was no report of pt death, complications or injury. No medical/surgical medical intervention was required. There was a delay or interruption in therapy noted with no harm to the pt. The pt outcome is okay. Support was requested from a third party service organization. It has been reported the same issue occurred with this same pump (serial# (B)(4)) in (B)(6) 2012 (report #(B)(4)). The third party service organization could not reconstruct the issue during the check. Case of warranty.

Manufacturer narrative:
(B)(4). Device will not be returned for eval. F/u report will be filed if add'l info becomes available.